Event description:
The complainant reported that the automated impella controller (aic) exhibited a battery fault message prior to a planned procedure. The staff were informed on how to clear the error message. No report of patient harm or injury.

Manufacturer narrative:
The investigation has been completed. The consoles did not need to be sent back for investigation due to the error being resolved in the field. However, the complaint was able to be reproduced eliciting the same response to what the customer saw in the field. The cause of the issue was the transport switch not being flipped after receipt. This report is being filed as part of a retrospective review of historical records.